Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 1 year after two dental implants were installed in intraoral regions #29 and #30 it was verified their non-osseointegration. 20 and 60 ncm of primary stability were achieved and immediate load was executed. The patient presented bone type I.